Manufacturer narrative:
H6: investigation summary scope of issue: the scope of issue is only limited to facslyric 3l10c instrument, part # 659180, and serial # (B)(6). Problem statement: the customer reported a complaint regarding erroneous results associated with high sample count that occurred on 14jan2023. Erroneous results can negatively impact patient diagnosis and treatment. The instrument was repaired and found to be functioning as expected, and neither the customer nor any patients were harmed by these erroneous results. Manufacturing defect trend: there are 0 qns (quality notifications) related to the reported issue for part # 659180. Date range from 15jan2022 to date 15jan2023. Manufacturing device history record (DHR) review: DHR part # 659180, serial # (B)(6), file # 659180-659180-r659180000385-106151592-19 was reviewed. The instrument met all the manufacturing specifications prior to release. Complaint history review: there are 8 complaints related to the issue of erroneous results (filtered using as reported code: ¿result - erroneous diagnostic¿) for part # 659180; returned sample analysis: a return sample was not requested for evaluation because no parts were replaced. Service history review: review of related work order #: (B)(4).; case #: (B)(4). Install date: 18may2019 defective part number: n/a work order notes: subject / reported: sample count high problem description: tlc & lymphocytes count high work performed: on observation found total luco count and lymphocyte values are coming high on running sample. Verified and adjusted time delay as per procedure. Removed and reconnected flow cell after cleaning and changing fresh jel. Performed optical alignment as per procedure. Then verified performance of instrument by running cs&t beads. Later verified sample results and found tlc and luco counts were coming normally. Machine started working normally. Cause: optics alignment. Solution: case can be closed. Part(s) replaced: n/a labeling / packaging review: n/a risk analysis: risk management file part # 10000063058ra, rev. 08/vers. Ab, bd facslyric system risk analysis was reviewed. No new hazards have been identified and the current mitigation is sufficient. Hazard(s) identified? Yes. No. Azure ID: 281094 hazard ID #: libivd-ra 3.1.201 hazard: high absolute count of cells reported for clinical assays (lnw) cause: high absolute count due to excessive aborts of trucount beads caused by dirty or poorly coupled flow cell. Note: high abort count for lnw assays may be caused by excessive red laser scatter getting into percp cy5.5 channel. Harmful effects: artificially high absolute cell count data will be reported leading to in-accurate clinical diagnosis residual probability: 1 residual severity: 4 residual risk index: 4 potential causes: based on the investigation results, the potential cause was dtermined to be an optical alignment issue. Investigation result / analysis: the investigation was performed and based on the review of the complaint trend, defect trend, DHR, risk analysis, and servicemax, the potential cause was determined to be an optical alignment issue. In response to the customer¿s complaint regarding the instrument yielding a high tlc (total leukocyte count) and lymphocyte count, an fse (field service engineer) went onsite to investigate and confirmed the issue after running samples. The fse verified and adjusted the time delay and removed and reconnected the flow cell after cleaning and adding new gel. The fse also performed optical alignment as per the bd procedure, and then verified the instrument performance and sample results. The fse determined that optical misalignment was causing the sample count issue, and after performing the alignment, the instrument was confirmed to be functioning as expected with no further sample result issues. The customer confirmed that the instrument did yield erroneous results on patient samples, these were not reported to clinicians and the customer was able to re-run the samples on a different instrument. Therefore, there was no delay in or any negative impact on patient diagnosis and treatment. Proper daily and monthly maintenance procedures can be found under ¿maintenance¿ in the user guide; bd facslyric¿ system instructions for use, #23-21284, rev. 04/vers. B, starting page 181. The safety risk of this hazard has been identified to be within the acceptable level. Conclusion: based on the investigation results, the complaint was confirmed and the potential cause of the high sample count causing erroneous results was determined to be an optical alignment issue. The fse performed various activities including adjusting the time delay, cleaning and reinstalling the flow cell, and performing optical alignment. The instrument was then tested using cs&t ruo beads as well as samples, and confirmed to be functioning as expected. No one was harmed or injured, and no medical diagnosis or treatment was performed due to the erroneous results. The safety risk of this hazard has been identified to be within the acceptable level. Based on the investigation results, a CAPA is not required because the issue was resolved and there was no impact to customer and patient health or safety.

Event description:
It was reported that while using the bd facslyric¿ that there were erroneous results. The following information was provided by the initial reporter: tlc & lymphocytes count high.

Manufacturer narrative:
Initial reporter addr 1: (B)(6). Initial reporter facility name: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using the bd facslyric¿ that there were erroneous results. The following information was provided by the initial reporter: tlc & lymphocytes count high.